Event description:
Reporter alleged obtaining a result of 398 mg/dl on the compact system however when looking into the system memory, the result recorded was 90 mg/dl. No actions were taken or treatment received reportedly. A request was made for the return of the suspect and replacement product was sent.